Event description:
Healthcare professional reported after injection with juvederm voluma xc in the cheeks, the pt stated she was "not impressed with the volume" and developed "little pockets of fluid" in the "festoons" on the top of the cheek bone noticed about a month after injection. The pt also experienced "pain, swelling, heat, inflammation, redness, and possible infection" in the "festoons" on the top of the cheek bone. The healthcare professional also reported a possible "allergic reaction." The pt was prescribed "biaxin" approx a month and a half later after injection. Symptoms are ongoing, but pt is "doing better."

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions all the manufacturing steps and all the physicochemical and microbiological results are registered as conform to the specifications, especially the extrusion force value showing an expected consistency of the product no deviation, anomaly, or change in connection with this complaint were recorded. This complaint is the second one with "pain", "erythema" and "edema" events, for this batch. The sterilization cycle is registered as conform.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of not being "impressed with the volume," "little pockets of fluid," possible infection, possible allergic reaction, heat, inflammation, tissue swelling, redness and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.